Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left-side device pain and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings in the device. Pain: unable to confirm as it is a medical event not related to the device additional observations: crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported left-side device pain and rupture. Device has been explanted.